Event description:
The customer reported via phone call that he had issues with his blood glucose going as high as 432 mg/dl and as low as 50 mg/dl. The insulin pump had a crack on the reservoir compartment and screen. He treated his high blood glucose by bolusing with the insulin pump and his low blood glucose with food. When his blood glucose is low, he is shaky and has blurry vision. The customer went into a tremor attack and did not believe it was related to a low blood glucose. The hospital did not mention anything about his blood glucose being irregular when that happed. The tests came back negative. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no excessive no delivery alarm. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.